Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Troubleshooting of the AED with the customer identified that original battery back had expired as of 9/2024. The cause of the depleted battery pack was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed. Once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.